Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and short v-v intervals that triggered an audible lead integrity alert (lia). The rv lead showed partial undersensing due to low r-wave amplitude and t-wave oversensing (twos). The patient received inappropriate intrinsic anti-tachycardia pacing (atp) due to the twos. The twos was ultimately resolved by reprogramming, but the exact reason why the implantable cardioverter defibrillator (ICD) t-wave algorithm stopped withholding was not seen. It was reported that an rv lead fracture was suspected. Ventricular fibrillation (vf) detection was programmed off, and the rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to t-wave detection. The device memory indicated a ventricular tachyarrhythmia therapy (intrinsic antitachycardia pacing - inappropriate). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.